Event description:
Customer reportedly received results of 193 mg/dl, 163 mg/dl and 101 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.